Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32g has been found experiencing inability to remove the cap during use. The following has been provided by the initial reporter: it was reported that the needle hub was hard to remove from the pen after injection and the needle bent during injection. It was also reported that there was pain and discomfort during the injection and glucose level was elevated after injection. Verbatim: consumer reported needle hub difficult to remove from pen after injection, needle bent during injection, needle pain/discomfort during injection and glucose level was elevated after injection. Does not re-use, samples have been discarded. Lot # 8354701, product # 320122, exp 01-31-2024, occurrence date unknown.

Manufacturer narrative:
H.6 investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for does not attach/detach, bending during use pe & needle pain, and the 1st related complaint for glucose level on lot # 8354701. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to remove the cap during use. The following has been provided by the initial reporter: it was reported that the needle hub was hard to remove from the pen after injection and the needle bent during injection. It was also reported that there was pain and discomfort during the injection and glucose level was elevated after injection. Verbatim: consumer reported needle hub difficult to remove from pen after injection, needle bent during injection, needle pain/discomfort during injection and glucose level was elevated after injection. Does not re-use, samples have been discarded. Lot # 8354701, product # 320122, exp 01-31-2024, occurrence date unknown.